Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the downstream sensor had failed, which caused the alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump did not alarm no flow out when it was expected. The initial reporter stated that this had been discovered during testing and had no affect on a patient. (B)(4).